Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. On (B)(6) 2022, the patient felt bad and had high blood glucose values around 400 mg/dl with ketoacidosis. She went to her doctor and was treated with insulin injections and the doctor gave her syringes to use at home.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer discarded the products.